Event description:
A male, pt, underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair since the proximal neck was an inverted funnel shape. The procedure was conducted as labeled with the exception of the suprarenal stent being deployed before cannulation of the contralateral limb. A final angiography revealed a type I endoleak from the main body proximal neck. Another manufacturer's stent was mounted on another manufacturer's balloon catheter and placed in the proximal neck. Resolution of the endoleak was confirmed. The pt has shown signs of recovery.

Manufacturer narrative:
Event evaluation: still under investigation.